Event description:
Procedure type: aortic aneurysm repair. According to the reporter: during a very critical point of the anastomosis, the suture broke and the aortic vessel started bleeding. The suture broke during at the second knot. The anastomosis had to be started over from the beginning. The patient was given 2 liters of blood.